Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having trouble with their blood glucose. The customer reported being hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 420 at the time of admission. The customer stated they experienced thirst and saw that their blood glucose rose to 660 mg/dl before being hospitalized. The customer also stated they had become inadvertently disconnected from the insulin pump. Customer also reported they were connected to the insulin pump at the time of their hospitalization. Troubleshooting found the customer's drive support cap was flush on their insulin pump. Customer did not recall pressing on the cap while connected. The customer's insulin pump will be replaced due to the damage on the drive support cap. Customer's current blood glucose was 119 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioned properly. The drive support disk was inspected and was found slightly loose/tilted. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window and stained end cap sticker. The insulin pump was monitored for 3 days. 10 bolus were programmed and delivered daily. All bolus delivered during testing and while insulin pump was monitored were properly recorded at the bolus and daily totals history screens. The insulin pump was downloaded to carelink all bolus delivered were found at the carelink report. No bolus or bolus history anomalies noted. However, several alarms were found at the alarm history file. The insulin pump alarmed due to a corrupted history file.